Event description:
Hamilton medical ag received the following event description: it was reported that the ventilator repeatedly generated an "exhalation obstructed" alarm during ventilation. The local service engineer started troubleshooting by adjusting ventilator parameters and replacing the expiratory valve set. However, the issue persisted. The device subsequently passed all service software tests, and the alarm could not be reproduced using a test lung. The same alarm recurred when the ventilator was connected to the patient on (B)(6) 2026. As a result, the patient was transferred to another ventilator, with the same settings and ventilation continued without further issues. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.